Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the buttons do not function correctly and the infusion device occasionally switches into the bolus delivery menu by itself. No adverse event was reported. The alleged product was requested for evaluation.